Manufacturer narrative:
.

Event description:
It was reported that remote transmission revealed device delivering inappropriate hv and atp therapy for sinus tachycardia. Programming changes were made. Patient condition is good.